Manufacturer narrative:
UDI: (B)(4). One (1) expedium quick-connect single innie polyaxial screwdriver (product code: 2797-12-400, lot number: mi27418) was returned to the customer quality unit (cqu) on january 11th, 2017. The screwdriver was broken at its distal tip. Device was sent for fracture analysis. Optical imaging of the driver tip revealed plastic deformation at the hex lobes and torsional shear markings following a circular pattern. The plastic deformation at the hex lobes indicates a torsional overload of the fractured tip. This suggests the fractured tip underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a probable root cause are quasi-static overload torsional shear failures due to unexpectedly high forces placed on the tips during tightening. As there have been no issues identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate actions have been observed, this complaint file will be closed with no further actions required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was tapping pedicle and tip of tap broke off. Tip was removed and discarded. Surgeon was driving expedium poly 9x80 into ileum and tip of poly driver sheared off. Later discovered that 9x80 poly mechanism was broken. Both tip and poly removed, no complications. Patient had hard bone.